Manufacturer narrative:
The investigation is ongoing. The conclusions will be provided within the follow-up report once the investigation is completed. No UDI information is available; the device was manufactured before UDI implementation.

Event description:
The customer reported that "the cable connecting the motor to the mattress has melted and been torn off". There was no indication of patient involvement, and no injury was sustained. The issue concerns the nimbus 4 pump. The pump is powered by a power cable connected to an electrical outlet. In addition, the pump is connected to the mattress through a tubeset, which enables airflow from the pump to the mattress. Customer allegations of "cable" being connected to the mattress could suggest that the issue reported referred to the tubeset. However, following a technical evaluation, it was confirmed that the tubeset was not damaged, and no anomalies were identified. Also, "melt" is not possible for the tubeset, as there is no electrical current flowing inside; the electrical current flows in the power cord; consequently, the "melt" can only be linked to the power cable. For this reason, it is determined that the problem is related to the power cable rather than the tubeset. As the original cable was not returned for evaluation, the investigation will be conducted based on historical data and an assessment of potential causes.